Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that device IV pole clamp was getting hot when running battery conditioning test was confirmed; however, the device was determined to be within the specified temperature range. Fast battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. Test results measured the maximum temperature recording at 47.1 °c. The specification for this test is a maximum temperature of 51°c, per srd-9837 of the alaris system v12.4 prd (dir 10000424196) indicating the device is within specification and complying with iec 60601-1:2012 clause 11.1.1. The test results also showed the old capacity as 3400 mah (milliampere-hour) and the new capacity as 3981 mah, indicating the battery is within specification. The event date was reported as 09 may 2025; time was not reported. A review of the suspect pcu error log showed three (3) error codes 120.4510.5 (psp_missing_battery_failure) on (B)(6) 2025 at 1:45 pm, 1:48 pm and 1:50 pm, indicating that battery is missing or was disconnected during use. At 1:54 pm the error log showed the error code 120.4610.0 (psp_charge_level_low_failure), indicating that processor charge current is too low for present charge level setting on charger chip. On (B)(6) 2025 at 9:38 am and 1:06 pm, the fast battery conditioning was selected and performed on the suspect pcu but not completed. No infusions were recorded. The bd alaris¿ system with guardrails¿ suite mx user manual v12.1.3 states not to use a device with any damage. Send it to biomedical engineering for repair. There was no patient involvement. Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device vent port on rear of controller, IV pole clamp was getting hot when running battery conditioning test. There was no patient involvement.